Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, evidence of moisture corrosion was viewed in the battery compartment.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and evidence of moisture in the battery compartment. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.